Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that had resistance during delivery in the echelon 10 microcatheter and it was noted the echelon distal marker band was missing. The patient was undergoing a coil embolization procedure via right femoral artery access to treat an anterior communicating artery (acom) ruptured amorphous aneurysm. The aneurysm max diameter was 1.6mm and the neck diameter was 1.5mm. Patient's blood flow and vessel tortuosity were normal. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). After the microcatheter was shaped, it was advance into position over a guidewire. Coil delivery began. The coil pushed out of the introducer sheath smoothly. While delivering the axium coil, the coil became stuck at the proximal end of the microcatheter and could not be advanced further. At the point, it was also observed that the distal marker of the echelon microcatheter was missing. The physician was unsure if it had been missing the entire time or if it had possibly broken off during the shaping process. The physician believed the catheter was ruptured. The system was removed. The echelon catheter was replaced with another manufacturer's device and a different axium coil was used to continue the procedure successfully. There was no harm or injury to the patient associated with this event.